Manufacturer narrative:
The insulin pump had broken battery tube threads, cracked case at battery tube side and a peeling keypad overlay. However, the test battery was able to twist and lock in place in the battery compartment. The insulin pump was received with critical pump error and unable to download due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
The customer reported via phone call that insulin pump had damage. The blood glucose at the time of the incident was 85 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.